Event description:
Boston scientific received information that the non-boston scientific right ventricular (rv) lead had experienced increased thresholds at times. One measurement showed that impedances had measured at 400 ohms and they had increased to 1,050 ohms. Another measurement showed 500 ohms that had increased to 1,100 ohms. The patient with this implantable cardioverter defibrillator (ICD) was brought in for isometric testing. No noise was present during testing and thresholds were normal. The impedances were stable with isometric testing. Boston scientific technical services (ts) was contacted and stated that the pace impedance was completed with a very small amplitude, so fluctuations can be seen because of the small signal. No adverse patient effects were reported.

Manufacturer narrative:
At this time the ICD remains in service. Should additional information be received this investigation will be updated.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead from another manufacturer exhibited additional spikes in impedance measurements to over 2000 ohms. Impedance measurements are normally within range, and all other lead measurements are normal. The plan is to continue monitoring the system. No adverse patient effects were reported.